Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device intermittently failed to wake when the user pressed the wake button with a dry finger, requiring several minutes before a subsequent attempt succeeded; during the call the device awakened and functioned as expected, and the user was instructed to record a video for further evaluation. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose management and no interruption of insulin delivery, with no need for medical care. Investigation included customer education and remote troubleshooting guidance. Investigation of this case revealed an intermittent wake/sleep button responsiveness issue without evidence of alarms or therapy disruption. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending additional evidence such as user-provided video.